Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for multiple patients tested on a cobas 6000 c (501) module. The sodium results for 7 patient samples were provided of which 4 were a reportable malfunction. Repeat testing was performed on another cobas c501 analyzer. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot was io296 with an expiration date of 10-may-2019. The field engineering specialist changed the diluent tubing, the pinch valve, and replaced the electrodes. He ran a precision check and multiple patient samples in order to compare the ise results between both cobas c501 analyzers. He believed the issue was resolved as the difference in results were no greater than 2 mmol/l. Specific results were not provided. The customer was contacted about a week following the service visit and states they are still have problems with their sodium results. No specific examples were provided. The investigation is currently ongoing.

Manufacturer narrative:
During follow up service visit the field engineering specialist exchanged the ise probe and the ise sipper. He performed an ise check after the sipper exchange with acceptable results. The wash levels in the cuvettes were as acceptable and no other tests showed discrepant results. The gear pump pressure was checked and it was acceptable. The customer stated that due to the known issue with sodium results, all sodium testing was performed on a second analyzer. Therefore no diagnostic decisions or treatments were based on the discrepant sodium results. The customer has reported that there have now been no further issues to report. The customer has performed comparison testing on an unknown number of patient samples, and the sodium results have been within 1 mmol/l of each other. No specific results provided. The investigation was unable to find a definitive root cause.